Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient presented via remote transmission. Review of transmission revealed that the right atrial lead exhibited noise. Because of the noise, the device detected ventricle fibrillation and gave an inappropriate shock. The issue was unresolved at the time and patient condition was unknown.